Event description:
It is alleged the end user was driving the unit when she ran into a wall. She cut her right shin and required twenty stitches.

Manufacturer narrative:
No evaluation necessary, not a product problem. User error.